Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found normal device characteristics. The reported complaint of noise was suspected to be caused by the associated lead.

Event description:
It was reported that the pulse generator exhibited episodes of noise reversion. The device was explanted on (B)(6) 2014 due to an unrelated complaint.